Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device information has been updated/corrected in this report. In this report box d, g, h has been updated/corrected.